Manufacturer narrative:
Investigation summary : the investigation found the device is broken. The complaint shall be closed with a justified conclusion if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Visual examination of the product confirmed the device is broken.